Event description:
Treatment of an aneurysm in the left vertebral artery. During the pipeline deployment, it was reported that the pipeline did not release from the capture coil even after the pushwire was rotated ten times clockwise. The physician then attempted to release the pipeline from the capture coil by manipulating the marksman catheter, but this caused the pushwire to break 20 cm from the distal tip. The physician withdrew the marksman and tried to release the pipeline from the capture coil by using an echelon catheter, silverspeed guidewire, and hyperglide balloon, but without success. The physician then checked the status of the aneurysm by injecting contrast and found the blood in the aneurysm to be stagnant and blood flow in the posterior branches of the brain were good. The procedure was stopped and the pipeline along with distal broken segment of pushwire remains in the patient. No injury was reported with the patient and he was discharged from the hospital.

Manufacturer narrative:
The device involved in the event was not returned for evaluation, as it was implanted in the patient. (B)(4).